Event description:
It was reported that pump displayed malfunction code malf 12 with fault ID 12x2071, and no notable events occurred before malfunction. There was no reported adverse impact to the customer¿s blood glucose level, as the customer declined to answer questions about blood glucose values. Pump malfunction reset itself, user did not contact technical support when previous issues occurred, and event was identified as fourth occurrence, with earlier occurrence already reported under another case.